Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were forced to go through a metal detector on may 11th and therapy hadn't been working. The patient stated they had been trying to tweak it for the last few weeks and it was not working and they were peeing too much. The patient called the urologist yesterday on their day off and they had someone call but the patient was unable to talk at that time. The patient had surgery yesterday not for urology but something else. The patient said there was no one else at urology to help them and they instructed the patient to call the company. The patient stated they were on program 1 at 1.9 but when they moved it up to 2.0 it hurt. The patient was then switched to program 2 at 1.1 on wednesday. The agent reviewed patient had the option to increase the setting. The patient got upset and said they knew how to do that, 'is that all you are going to help with.' The agent reviewed if the patient did not want to increase they also had the option to change the program. The patient stated they wanted the programs with the letters, not the numbers. The agent reviewed this would need to be done by the doctor or manufacturer representative (rep). The agent asked if the patient had tried the other programs and the call was disconnected.